Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fullness and shortness of breath while connected to a homechoice (hc) claria device performing automated pd therapy. The caregiver stated the patient was only on the hc device for 4 days and at the time of this report, the patient was in the hospital because of shortness of breath. It was further stated that the patient was draining in the hospital and that the hc was skipping fill 1 of 3. Baxter technical service reviewed the programming and the therapy log. Review of the log revealed that the uf (ultra-filtration) was set a 10 ml versus the expected approximate 400 ml. It was also identified that the tidal volume percentage was programmed more than 40%, and the (actual uf - programmed uf) was not set at the recommended >0.6 times more than the fill volume. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There was no device malfunction identified that could have caused or contributed to the reported problem. The direct cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.